Event description:
It was reported that the asymptomatic patient presented for an x-ray post-implant of an atrial lead. It was noted that the lead had dislodged. During the lead repositioning, the physician found lead insulation damage. Although the lead measurements were normal, the physician elected to replace the lead. The patient was stable during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. The lead was otherwise normal.